Event description:
It was reported that during a recanalization procedure of chronic total occlusion in the superficial femoral artery, the surface of the catheter was allegedly bunched and hot within the specified time. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Sample appeared to have blood residue throughout. No kinks and no anomalies noted to the catheter. The distal tip was separated from the outer catheter but still attached to the inner core wire. The distal marker band was noted to be missing from the catheter. No functional testing was performed due to condition of the device. Based on the findings, the investigation is confirmed for the material separation issue as the distal tip was separated from outer catheter and detachment of device or device component as the marker band was noted to be missing from the distal tip of the catheter. However, the investigation is inconclusive for the overheating of the device as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported over heating of the device and identified material separation and detachment of device or device component issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: b5, d4 (expiry date: 11/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. (Expiry date: 11/2022).

Event description:
It was reported that during a recanalization procedure of chronic total occlusion in the superficial femoral artery, the surface of the catheter was allegedly bunched and hot. There was no reported patient injury.